Manufacturer narrative:
The insulin pump passed all functional testing including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The no delivery alarm functioned properly. The pump passed the data at 0.08740 inches. The event history file was overwritten. The pump was unable to verify unexpected boluses. The pump was programmed with multiple bolus deliveries and all bolus delivered completely their indicated amounts and were properly recorded in the bolus history. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 1300 mg/dl. The customer experienced symptoms such as unconscious and diabetic ketoacidosis. The customer was treated with shots and at ICU. The customer was wearing the insulin pump during the hospitalization. Customer's blood glucose was over 600 mg/dl in the afternoon. Troubleshooting was performed and the pump alarmed no delivery. The insulin pump will be returned for analysis.